Event description:
The customer reported there was a problem with images being superimposed and inverted, possibly attributed to a pedal problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and was unable to duplicate the problem. Poor connections in the main's power socket were located. The system was tested and operates as intended.